Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that undersensing was observed. The patient was asymptomatic. Programming changes were discussed.

Event description:
New information received notes that programming changes were made. The patient was in good condition.